Event description:
It was reported that when the patient presented to the emergency room for symptoms unrelated to the implanted system, the pulse generator exhibited an inappropriate rate modulated response. The auto threshold was reset, and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.